Event description:
It was reported the patient experienced an inguinal and an umbilical hernia coincident with automated peritoneal dialysis therapy. The hernias were diagnosed after beginning automated peritoneal dialysis therapy. The cause of the hernias was unknown and it was unknown if the hernia had worsened due to ongoing peritoneal dialysis therapy. The hernias were manifested by fluid retention. Fourteen days prior to the receipt of this report, the patient was hospitalized for a same day hernia repair surgical procedure and was discharged from the facility that same day. Dianeal and extraneal therapies were ongoing. The patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2015, the patient experienced an inguinal and an umbilical hernia. Should additional relevant information become available, a supplemental report will be submitted.